Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's friend reported via phone call that the customer was hospitalized. The customer's friend also reported that they received a no delivery alarm. The customer's blood glucose was 265 mg/dl at the time of the incident. The customer's friend stated that the customer took some pills which made the customer sick and caused high blood glucose. The customer's friend stated that they treated the high blood glucose with manual injections. The customer's friend stated that the no delivery alarm recurred after changing the infusion set and the reservoir. The insulin pump will not be returned for analysis.